Manufacturer narrative:
The event occurred on an unspecified date. The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during peritoneal dialysis therapy with patient involvement. The patient reported that they were not sure where on the cassette it was leaking from, but believed it to be from multiple locations in the patient line, the drain line, and the cassette. The patient started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.